Manufacturer narrative:
Device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
It was reported that all hardware is being removed due to the rods slipping out of the screws. It was stated that there was no direct trauma that sparked the slippage. After removal of the initial rod and hardware, the patient was then implanted with matrix implants at the same levels. The surgeon also implanted a bone stimulator and a combination of local and cortico cancellous grafts. The product has not been returned and no additional information about the event is available at this time. This is report 3 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and an invalid lot number was provided. Until the lot number provided can be verified as a valid synthes or supplier lot number, the device history record review can not be performed.

Manufacturer narrative:
Device is used for treatment not diagnosis. A product development evaluation was performed on the returned parts. The matrix spine system includes locking caps to fix 5.5mm rods to the assembled pedicle screws. The drawings for the matrix locking cap were reviewed. This drawing details the appropriate overall dimensions, assembly notes, and laser etching. Since the returned implants and complaint description does not include enough conclusive information to determine specific contributing implants and the root cause of this complaint, the disposition of this complaint from a design perspective is indeterminate.